Event description:
It was reported that the patient was delirious post-operatively and on (B)(6) 2022 pulled their driveline out approximately 6 inches from their abdomen. This caused their chest tube output to increase and for the patient to require immediate intubation and an open chest washout at bedside. The patient returned to the operating room on (B)(6) 2022 for sternum closure after the bleeding was controlled.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.